Event description:
The patient was experiencing recurrent inflammation, sound quality issues and periodic loss of lock. It was reported that the patient was prescribed corton and antibiotics for his inflammation. However, the inflammation continued to occur intermittently. Programming adjustments were made to try to resolve the sound quality issue. However, the problem was not resolved. Surgery to explant the patient's device will be scheduled.